Manufacturer narrative:
Corrected data, initial report: implant date inadvertently not included.

Event description:
It was reported that the patient was concerned that her vns was no longer working due to experiencing minor seizures lately. No additional or relevant information has been received to date.